Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to high blood glucose as well as diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 415 mg/dl. Customer stated other blood glucose value was 420 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated with intravenous insulin, insulin pump and manual injection. Customer did not allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer was performed high pressure test and it was passed. Customer was not performing troubleshooting because they were in the hospital. The insulin pump will not be returned for analysis.